Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 14-aug-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving dilaudid, 7.5 mg/ml concentration at 0.4493 mg/day dose, bupivacaine, 15 mg/ml concentration at 0.899 mg dose and fentanyl, 3200 mcg/ml concentration at 191.7 mcg dose via intrathecal drug delivery pump for non-malignant pain and lumbar radiculopathy. It was reported that patient had spinal surgery last night (B)(6) 2019 to replace spinal hardware and the hcp cut intrathecal catheter. Different hcp updated pump to minimum rate today at patient's bedside. Patient's pain was currently being managed by a different hcp. The hcp planned to repair catheter after patient had healed from spinal surgery. At the time of this report, the issue had not resolved and patient status was alive-with injury. No further complications were reported.